Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(4) that during service and evaluation, it was observed that the power module device housing was cracked. It was noted that the battery holder inside was broken, the indicator on the hall sensor was red, and the service light emitting diode (led) was lit up. It was also noted that the device failed pre-repair diagnostic tests for information button and self-test, charging and checking of the power module in charger, function- test, and liquid damage. It was noted on the service order that the service light was on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.